Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir contained air bubbles. The customer's blood glucose reading was 259 mg/dl at the time of incident. Troubleshooting could not be performed as the customer changed the set and reservoir and customer declined any troubleshooting. The customer was advised that the reservoir would be replaced and to return the product for analysis.